Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and a heart attack. Blood glucose (bg) level was not provided. The customer alleged that the pump was not delivering insulin properly, however, this could not be confirmed as tandem technical support made multiple follow up attempts to troubleshoot with the customer with no response. Subsequently, customer was hospitalized. Reportedly, primary health care provider removed customer from pump.

Manufacturer narrative:
D4, h4